Event description:
On (B)(6) 2015 a patient underwent colectomy, bowel anastomosis, and wrap of anastomosis with acell (B)(4) device. On (B)(6) 2015 during laparoscopic surgery a bowel obstruction was identified and the patient underwent adehsiolysis and colectomy.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery.